Event description:
It was reported that during pretest, sterile water leaked from tamper evident seal of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water leaked from tamper evident seal of the foley catheter. Per notification from ucc on 17dec2025, it was reported that blockage was found during sample evaluation on 03dec2025.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (mbs) with the returned sample port connector, syringe and package label; no issues were observed during inflation. The catheter balloon deflated in 1 minute and 55 seconds. Attempted to introduce methylene blue solution (mbs) to the drainage lumen and blockage was observed. This is out of specification per inspection procedure (B)(4), revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.